Event description:
Information rec'd from a distributor indicates the distal tip component of the product detached and fell into the pt surgical wound during the case. No pt complication has been reported and no add'l event info has been provided.

Manufacturer narrative:
Analysis: info rec'd from the distributor included photographs of the device taken at the user facility after the case. The images of the actual device involved in the incident show the unit is bloody and the distal tip component is detached, as reported by the user. Further review of the photographs show no other signs of obvious physicial damage detected. The tip appears to have separated from the unit with no visible material fracture seen in the photos. The distributor reported to medtronic that product specific info (manufacturing lot number) will not be provided. The current device disposition at the user facility is unk; medtronic was notified by the distributor that the product will not be returned to manufacturing for analysis. Without product return, review is limited and no results can be provided. Although requested, add'l event info is unk and pt info (gender, dob) is not available. Conclusion: no pt event and no product return. An exact cause cannot be determined for the reported product problem.